Event description:
It was reported to boston scientific corporation on december 22, 2008 that a rx dilatation balloon was used during a procedure performed in 2008. According to the complainant, the device was advanced across the lesion and ruptured upon inflation. The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect has been returned for evaluation, the device evaluation has not been performed. The cause of the reported malfunction is undetermined at this time.